Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the nurse called intuitive surgical, inc. (Isi) technical support engineer (tse) and reported reoccurring recoverable errors. The isi tse reviewed logs and found error 32097 pointing to the axes controller, motor (acm) in the universal surgical manipulator (usm 1). The caller stated that the operating room (or) staff was proceeding with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the good faith efforts, no further details have been received from the user facility as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting a recurring issue of getting recoverable fault on arm 1, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi received the usm for the failure analysis; however, the investigation is in progress. A supplemental MDR will be submitted if any additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a universal surgical manipulator (usm) to perform failure analysis. The usm was analyzed and failure analysis confirmed and replicated errors 31226 and 32097 on the usm during testing on an in-house system in normal mode. The usm was tested on a psc fixture test platform (pftp) where low fiber values were detected on the parallelogram. The complaint regarding the customer noting a reoccurring recoverable fault was confirmed by failure analysis.